Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Additional information received that the affected side was the left hip.

Event description:
Medical records received indicate that the primary operative notes (B)(6) 2014 indicate the patient received a left depuy total hip replacement due to femoral bone fracture and end stage osteoarthritis. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2015 indicate the patient received a left total hip revision due to fall, pain, and difficulty ambulating ¿ periprosthetic femoral bone fracture. Orif with cabling as well as revision of the stem to a long solution stem was performed. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2019 indicate the patient received a left total hip revision due to pain and difficulty ambulating ¿ femur implant fracture. Broken stem removal with trochanteric osteotomy of proximal femur was performed and then cabled for fixation. Competitor stem and head implanted. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b7 and h6 (clinical, impact and device codes). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d6a.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the physical device was not returned, however x-ray photos were provided for review. The complaint is confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot - a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Found the stem got broken without any external injury.